Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: (B)(4): akku (voltage breakdown) defect, replaced. Measurement cable (interruption) defect, replaced. Charging unit and file clip not provided for investigation. General check and test measurements without error. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Failure mode: incorrect measurement. Root cause: defective component/part - measurement cable defective conclusion code: indeterminable.

Event description:
In this event it is reported that a raypex 5 kit d was giving incorrect measurements. No injury occurred.